Event description:
Pt had the key off, wheel locked and yet the front wheel moved. Scooter was tipped over on pt. It took pt about 10 minutes to free herself. Pt was treated for inflammation by her dr.